Event description:
Procedure type: laparoscopic nissen. According to the reporter: the needle of the instrument was stuck between the rabbit ears. Used another device without further consequence. No info related to pt available. No pt injury or ill-effects. No medical intervention required. No unanticipated tissue loss, no tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Pt current status reported as ok. The device is being returned for eval.

Manufacturer narrative:
(B)(4).